Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion went onsite and found a bad thumbwheel knob and replaced it. The fse checked voltages and verified proper operation of alarm system. Performed circuit calibration and performance verifications. All is ok now. The issue was a defective knob; there was no need for a failure analysis.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called and reported that they are seeing low map alarms intermittently. There was no indication of patient harm.